Event description:
Customer reports: a 12fr ng was used on a patient and there were fluids coming back up the patient¿s nose and tracheostomy. The ng was removed and discovered to have a hole.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for each lot affected was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. One used decontaminated sample outside of its original packaging was received for evaluation. The sample was visually inspected per product specification. The sample had a hole however the hole seems to have been generated with a sharp instrument causing the product to leak, and therefore could not be confirmed as manufacturing related. No action plan is required at this point. The manufacturing facility will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention.